Event description:
The customer reported that the user smelled a ¿burning odor¿ when the device was powered on. The user did not visualize smoke or fire. There was no patient contact or patient event associated with this report, and the customer sent the device to carefusion for standard service. However, the pc unit event log reviewed showed pump module sn (B)(4) was attached and infusing at 100 ml/hr. The pump module experienced a channel disconnect event just prior to a low backup voltage failure on the pc unit, which is associated with a short circuit of the 8-volt power supply occurring to the iui connector.

Manufacturer narrative:
The pump module, serial number (B)(4), is a suspect device in MFR report# 2016493-2015-00364. The customer reported that the iui connectors were found to be burnt could not be confirmed by customer advocacy because the connectors had been replaced prior to return of the devices visual inspection of the device noted one of the handle o-ring seals was found to be missing. The rear case was clean with no signs of previous fluid ingress. The printed circuit boards were inspected and no signs of thermal damage was observed. The pcu event logs showed error 120.4410.0 (low backup voltage failure) malfunction occurred on (B)(6) 2015 at 12:42 pm. This error is believed to be associated with the short circuit of the 8-volt power supply occurring to the iui connector. Just prior to the event pump module was infusing at a rate of 100 ml/hr and experienced a channel disconnect event at 12:42 pm. The proximate cause of the customer complaint is due to thermally damaged iui connectors.